Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin bottle was full of air bubbles after the customer had tapped the side of the reservoir while filling the reservoir. The blood glucose reading was 115 mg/dl. The customer declined troubleshooting for air bubbles, stating that she thought she was just nervous. She reported that the air bubbles were in the insulin vial when she filled the reservoir so she decided to start the process all over. The reservoir was already discarded by the time of the call. Nothing further reported.